Manufacturer narrative:
Method: no sample rec'd for eval and investigation. Although add'l info was requested but it was not provided. The lot number was not provided, therefore, the device history records could not be reviewed. Results: w/o the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint or the sample is rec'd, a f/u report will be filed.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: knee replacement. Cathplace: unk. Pt had knee replacement surgery. The catheter for the on-q pain buster would not come out and caused excruciating pain on trying to do so first by the home health nurse and then by a pa, physician, another pa and a surgical nurse. It was finally removed by a pa. The whole catheter did not come out. It is broken off. Note: this event was reported by pt's nephew.